Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-11794. It was reported one of the patient's leads had migrated during an elective ipg replacement procedure. The migration occurred on an unknown date. The issue was confirmed via x-rays. Lead repositioning was attempted, but high impedance was found so the physician decided to replace the lead. Effective therapy was established post-operatively. It is unknown which lead had migrated, so both are being reported.